Event description:
It was reported that asymptomatic patient presented for lead revision surgery after the patient's right ventricular lead caused cardiac perforation and exhibited high capture thresholds and loss of sensing. The perforation was confirmed on fluoroscopy one month prior. The lead was explanted and replaced. The patient was stable before, during and after the procedure.